Manufacturer narrative:
Investigation: unfortunately, a valid lot number and physical sample could not be obtained for the purpose of aiding in our investigation. As a result, bd engineers were unable to identify a root cause or trending data regarding this event. DHR could not be performed due to the unknown lot#.

Event description:
It was reported that leakage occurred with a unspecified bd prn. The following information was provided by the initial reporter, "when the prn was connected to a indwelling needle for infusion, leakage was found at the connection. Replacing a new prn solved the issue."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a unspecified bd prn. The following information was provided by the initial reporter, "when the prn was connected to a indwelling needle for infusion, leakage was found at the connection. Replacing a new prn solved the issue."